Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 550 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump the customer changed supplies and resumed insulin therapy. However, occlusions continued and clinical troubleshooting exhausted, a replacement pump was sent to resolve the issue.